Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level increased, however, a bg level was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.